Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image the lesion, which was noted to be moderately tortuous and ¿severely¿ calcified. While observing the lesion, prior to intended placement of a stent, the ivus catheter became stuck in the lesion. The physician applied some force to successfully remove the ivus catheter from the patient without complications. The patient's condition is reported as ¿good¿.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image the lesion, which was noted to be moderately tortuous and "severely" calcified. While observing the lesion, prior to intended placement of a stent, the ivus catheter became stuck in the lesion. The physician applied some force to successfully remove the ivus catheter from the patient without complications. The patient condition is reported as "good".

Manufacturer narrative:
(B) (4) new code request has been submitted for stuck in lesion.

Manufacturer narrative:
A review of the device history record was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. Visual inspection of the returned device noted that the imaging window between the transducer and markerband appear to be flattened and stretched 1.3 cm long. The guidewire exit port appeared normal no damage was observed. A test guidewire (0.014") was inserted into the exit port and no indication of resistance in tracking the guidewire into the catheter was noted. Fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. Imaging core wind up in the telescope assembly, which can lead to image loss, was observed but did not contribute to the reported event. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. Review of the device labeling found that the device was used in accordance with the indications for use, however, the device was possibly used against the dfu. In an attempt to remove the device, the physician applied some force to remove, which likely contributed to the flattened and stretched imaging window. A probable root cause of operational context was assigned to this complaint for the catheter trapped/stuck in lesion issue as it is believed that procedural/anatomical factors (severe calcification in moderate tortuosity) encountered during the procedure limited the performance of the device.